Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal / pelvic floor. It was reported that after "playing with the patient programmer buttons" she increased the stimulation to 0.5v and experienced a sudden worsening of symptoms and could not feel the stimulation. Patient stated that she had gone through her pants and had a accident involving a bowel movement; a return of symptoms was reported. The patient was worried that while she was playing with the patient programmer buttons, she accidentally changed the programming; patient programmer functionality was reviewed with the patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as patient reported that the last couple days they could not make it to the bathroom in time. Patient tried increasing it in the last couple days and nothing had seemed to help. However, when patient was reporting these issues and they increased it again this morning and now it seemed to be helping again. Patient inquired that if this was normal. Patient contacted healthcare professional (hcp) about it today but now they were thinking to go or not as it seemed to helping again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.